Manufacturer narrative:
Additional information: b1, b5 and h1. One portex tubes blue line ultra (blu) was returned for analysis. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Per visual inspection, the sample seen to meet specifications. The pilot balloon of the returned sample was inflated using a syringe with air. The product remained with air inside pilot balloon and cuff. Therefore the complaint reported of cuff wont inflate is not confirmed. According to the risk management plan summary for blue line ultra / blue line ultra suction aid tracheostomy? The occurrence for this failure condition could be caused by the cuff evacuation unit and fixture for place trachy tubes. No cause could be determined since the complaint of cuff won?t inflate was not confirmed.

Event description:
Additional information was received indicating that a tube change out was performed due to the malfunction.

Manufacturer narrative:
The lot number is unknown at this time.

Event description:
Information was received indicating that during the use of the portex tube blue line ultra, the customer noticed the cuff was unable to be inflated. There was no patient injury.